Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -7.5 diopter got caught in the cartridge and was damaged during loading. This occurred on (B)(6) 2021. The cause of the event is reported as unknown. An alternate lens was implanted on the same date and the problem is resolved.